Event description:
It was reported to philips that the movements of the azurion device were unavailable. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that geometry movements were not available. Review of log files showed that enable movement signal was high. The engineer performed necessary maintenance and observed the performance of the system. After troubleshooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was updated.